Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During the follow-up of (B)(6) 2014, it was observed that the ventricular lead impedance rose at 3000 ohms in (B)(6) 2013. Normal values were obtained during lead tests on (B)(6) 2014 (threshold, sensing, lead impedance). Provocative tests were performed, but no oversensing was observed. An x-ray of the pacing system was performed, which did not reveal any anomaly.